Manufacturer narrative:
Corrected data: b5. Clarification to b3 onset date: provider reported the patient noticed symptoms "a few week[s]" after treatment.

Event description:
In addition, patient was treated with coolsculpting to the abdomen and flanks on (B)(6) of 2024 using the same applicators previously reported.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and abdomen on (B)(6) 2023 using the cooladvantage applicator with coolcore contour, and cooladvantage+ applicator coolcurve+ contour and presented with paradoxical hyperplasia (ph).